Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
Based on the investigation of MDR 3023750-2013-00003 welch allyn technical support discovered that the system rebooted itself. This occurred at: (B)(6). This resulted in a temporary inability to centrally monitor pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.